Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that approx.1-year after decompression, a patient underwent a plif the final x-ray checking before closing incision found that the anterior part of the cage sank into the l5 upper endplate. The physician judged "that the cage was not placed in the intervertebral disc space" and re-inserted it with adjusting insertion angle. However, sagittal imaging showed sinking into the l4 lower endplate. Thus, the cage was removed again and bone chips were placed into anterior intervertebral disc space. This time, the cage was placed over sagittal image. Eventually, the surgical time was extended 16-30 minutes due to the incident. It was alleged that "a figure of the inserter seemed to not be good." Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.